Event description:
It is reported that patient was revised due to the stem breaking.

Manufacturer narrative:
Evaluation summary: surgical notes from the primary and any subsequent surgeries were not provided. It is unknown whether the surgical technique (B)(6) was followed for the implantation of the stem. Patient factors that may affect the performance of the component such as possible trauma are unknown. It was observed from the returned photo that femoral neck fractured all the way across the base of the taper connection. The device was in vivo approximately 8 years. Based on the above mentioned information and observations, the stem may have fractured due to one or a combination of the following: stem was implanted in rotational mal-alignment or excessively varus/valgus, potentially causing abnormal loading; incorrect stem/rasp relationship leading to improper fit of the stem in the femur; patient factors such as height/weight, activity level, or possible trauma. No product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be re-opened. Zimmer, inc. Considers the investigation closed.